Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that it had been fractured into two pieces on the non-braided segment, at approximately 149mm from the distal end. The separated pieces were measured for their total length and compared with that of the normal product pulled from the current production run. The result indicates that there is no missing portion on the actual sample. Magnifying inspection found that on the both fractures, the circumference of the tube edges had been stretched outward into a flared shape. The bending resistance of the distal piece was determined and confirmed to meet the specification, being comparable to that of the current product sample. The distal piece was cut vertically on the segment adjacent to the fracture and the wall thickness was inspected under magnification. There was not any anomaly. The tensile resistance of the distal piece was determined on the segment adjacent to the fracture by a load measuring machine and confirmed to be comparable to that of the current product sample. Reproductive testing was conducted on a current product sample from the involved product code. The catheter shaft may burst at the non-braided segment when its inner lumen is subjected to a pressure with the lumen being obstructed. The configuration of the burst on the actual sample was found to be very similar to that on the reproductive test sample. A review of the device history record and shipping inspection records of the involved product code/lot # combination confirmed there was no production related problems. A search of the complaint file did not find any report of this nature with the involved product code/lot # combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitely determined based on the available information, it is likely that a drug was injected into the actual sample with the lumen being obstructed at a segment. When the inner lumen of the actual sample was subjected to a pressure exceeding the product's strength limit the catheter shaft burst. The potential for such an event is addressed in the instructions-for-use. The IFU states: "before starting infusion, verify that the catheter has not been kinked or blocked. Failure to abide by this warning may cause the catheter to break/rupture/separate, resulting in damage to the vessel." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that during a procedure, the catheter burst with pressure during a procedure. Follow up communication with the user facility confirmed the following: in this case, they were accessing tortuous splenic anatomy; a slim 1 glidecath was being used and was inserted with no issue; the glidecath split / sheared on a straight segment during the procedure at 650psi; the distal 10/12cm portion was attached only by a strand of wire /braiding; and another catheter and wire was inserted and both pieces were removed safely without any piece being lost in the patient.